Event description:
It was reported that the life2000 device did not alarm when the nasal interface was partially out of the patient¿s nares and there was condensation in the combo tubing. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the life2000 device did not alarm when the nasal interface was partially out of the patient¿s nares and there was condensation in the combo tubing. The patient in this event is a 79-year-old female with a medical history of chronic respiratory failure with hypoxia and copd. On (B)(6) 2022, the hillrom trainer was at the residence and noted condensation in the combo tubing going from the oxygen concentrator throughout the tubing up to the ¿y¿ closest to the ventilator. The bubbler/humidifier was removed, and the patient continued using the life2000. The following day, the patient used the life2000 for the first time at night while sleeping on the low setting with 3 liters of oxygen bleed in from an oxygen concentrator. The caregiver stated she had a camera on the patient while she was connected to the life2000 as the patient historically moves around a lot in her sleep. The caregiver checked the patient every three hours and her o2 saturations were 90-92%. When the caregiver checked the patient, she found the nasal interface partially on and hanging unsecured in the patient¿s nares. It was noted the patient had been moving around a lot that morning. The device was working properly and there were no alarms. The patient was coherent and stated she was not feeling well prompting the caregiver to transport the patient to the hospital connected to the life2000 in the standalone configuration using the medium and high setting. While en route, the patient¿s o2 saturation dropped from 87% to 40% per pulse oximeter. There were no alarms noted on the life2000 device. Upon arrival at the hospital, the patient was in hypoxic respiratory failure and was intubated. The patient also tested positive for influenza, but per the caregiver, was asymptomatic. Hillrom discussed returning the life2000 device for inspection and sending a replacement to the trainer if the patient is approved by her health care team (hct) to resume use of the device. Per the caregiver, the patient had been using a trilogy ventilator with mask for the last two years. Hillrom advised the caregiver to consult the patient¿s hct regarding use of the life2000 at night vs. The trilogy ventilator. Hillrom also discussed the use of head gear/mask option/ tender grips for securement with the caregiver. Follow up information was received from the caregiver on (B)(6) 2022 stating the patient¿s health care team approved use of the life2000 while in the hospital. That same day, the hillrom trainer went to the hospital to titrate the settings and the patient was discharged on (B)(6) 2022. The following additional information was obtained from the hillrom respiratory trainer. The trainer had been in the patient¿s home for a follow-up visit on (B)(6) 2022 prior to the event and reported she observed the patient wearing the life2000 while eating and that the ventilator was not synchronized with the patient¿s breathing efforts. The trainer increased the sensitivity setting from 1 to 5 and this resolved the issue. The trainer also mentioned the family had increased the oxygen concentrator liter flow from the prescribed 3 lpm to 5 lpm prior to the trainer¿s arrival because they were concerned that the patient¿s oxygen saturations were dropping to 89% while eating. The trainer explained the oxygen saturations did not to need to be that high and could have a negative effect and encouraged them to return the oxygen liter flow to the prescribed settings. The trainer also confirmed there was condensation in the combo tubing because the patient was insisting on using a bubbler while connected to the life2000. Both the trainer and the account executive confirmed the patient did not like the trilogy ventilator and the healthcare provider wanted the patient to try the life2000 at night while sleeping for improved tolerance. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The IFU states to properly secure the patient interface to the face and route tubing around the ears. When the interface is in use, periodically check that it is positioned correctly and make adjustments as required. An inspection of the returned ventilator and compressor was performed by hillrom. The ventilator was connected to the compressor using the returned 20 ft combo hose in an extended range configuration and the returned patient circuit was connected to the ventilator. Using an invacare platinum xl 5 liter oxygen concentrator, 3 liters of oxygen was bled in via the returned breathe inspire pillow interface. Therapies were run at low, medium, and high activity levels and no error message or alarms were observed. The ventilator and compressor functioned as designed. The invacare oxygen concentrator performed as intended and the flow meter did not fall below the set point of 3 lpm. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient had significant hypoxemia while using the life2000 and was subsequently hospitalized for hypoxic respiratory failure and influenza. Although no device malfunction was identified during inspection, at this time, use error with an improperly fitting interface or exacerbation of patient¿s underlying pathology cannot be excluded. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. Based on this information, no further action is required.